Event description:
A (B)(6) male pt contacted zoll customer support to report that the monitor screen was blank. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (blank screen) was confirmed. As received, the monitor would not power on. Upon evaluation, the software programming was corrupt. The cause of the inability to power on is the corrupt programming. The cause of the corrupt programming is a continuous connection and disconnection of the pt's modem during monitor-modem communication. The root cause of the continuous connection and disconnection cannot be positively identified but is likely pt error. No adverse event resulted from the defective monitor. The pt was issued a replacement monitor.